Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the non-production website was not loading. A technical support specialist (tss) reviewed the issue related to errors in the server synchronization service and examined the windows event viewer application logs. The tss identified multiple errors associated with the server synchronization service and the dispensing server application, including a database access failure during execution of a synchronization process, indicating an authentication or permission-related issue. The tss determined that the issue was likely related to service account credentials, database access permissions, or structured query language connectivity, and advised coordination with the hospital information technology team for further investigation. The tss documented that the customer confirmed resolution on their end and requested case closure. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server nw/wa non-production website was not loading. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.